Event description:
It was reported to philips that it was impossible to move the c-arm of the integris allura 15 & 12 monoplane device with the controls on the table. It is unknown of the device was in use at the time of the event as this information was not provided. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power at the stand c-arm. Fse analyse the system and found that the spp1 power supply is not working, confirmed the root cause of the reported problem is power supply was not functioning, there is no spare part because the system is too old. The system was non-repairable. Fse advised to customer must purchase a new system, customer agreed to buy a new system and replacement of the entire room. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were updated.